Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was not returned to the manufacturer. A photograph provided by the customer was evaluated. The photograph showed an eye being implanted with an intraocular lens (iol) claimed to be a tecnis eyhance toric ii iol preloaded in the simplicity delivery system (model diu). A lens with toric marks (compatible with the reported model) can be observed. The reported issue cannot be observed due to the picture quality. The clinical impact as well as the potential root cause of the reported issue cannot be determined from a picture assessment. The complaint issue "lens damaged" and "cosmetic issues" were not identified during photograph evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) implanted in the patient's eye presented with scratches and a hole. The iol was not removed because the defect was located in the peripheric side. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.